Event description:
Edwards received information that a valve-in-valve procedure was performed on this 27mm bioprosthetic valve after an implant duration of approximately 18 years in the tricuspid position. The indication for intervention was calcification leading to stenosis and restricted leaflet movement. The patient was (B)(6) at the time of implant. During the procedure, a 29mm was implanted into the existing valve. Patient's outcome was reported as stable.

Manufacturer narrative:
Device not returned. The device was not returned to edwards for analysis as it remains implanted in the patient. Without the return of the device, edwards is unable to confirm the clinical observation. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventative calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.